Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with shortness of breath and ventricular tachycardia (vt). The patient had to be externally cardioverted. It was also noted that the device wavelet discriminator was delaying detection of vt/ventricular fibrillation (vf) for what appeared to be true vt episodes. The device was also categorizing atrial fibrillation (af) episodes as af when they were not true af episodes. The device remains in use. No further patient complications have been reported as a result of this event.